Event description:
Lead shield (glass) separated from arm and fell. Grazed pt - no skin tear or bruising. Possible fracture to physician's arm. Minimum welding noted at same site on other arm. Occurred in cath lab. The shield separated from the device and fell on a physician's arm, causing a hairline fracture. It grazed the pt, but caused no injury to the pt. Cath lab personnel notified the co immediately, and hosp maintenance dept made the necessary repair. The incident occurred 8/14/00, however risk mgmt was not made aware until 9/8/00, at which time a report was completed.